Event description:
Healthcare professional reported a patient was injected with [unspecified] juvéderm® voluma¿ in the nl1. 2 days later, patient presenting intense pain in the area and colour changes. Patient was treated with hyaluronidase (1000 iu and next day with another 1000 iu), ciprofloxacino 500 mg every 12 hours for 7 days, prednisone 30 mg every 24 hours for 7 days, aas (acetyl salicylic acid) 100 mg every 24 hours for 7 days and menaven cream gel. Symptoms on going.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: section c. Suspect product, d4, h4, h6, h8.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with [unspecified] juvéderm® voluma¿ in the nl1. 2 days later, patient presenting intense pain in the area and colour changes. Patient was treated with hyaluronidase (1000 iu and next day with another 1000 iu), ciprofloxacino 500 mg every 12 hours for 7 days, prednisone 30 mg every 24 hours for 7 days, aas (acetyl salicylic acid) 100 mg every 24 hours for 7 days and menaven cream gel. Symptoms on going.